Manufacturer narrative:
Reporter returned one brush head on 31-may-2016. Product investigation not yet initiated.

Event description:
Small sections at the rear of the brush head break off whilst in use [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A male consumer of unspecified age reported that twice in the last 12 months he'd had small sections at the rear of the oral-b brushhead, version unknown break off while in use with an oral-b rechargeable toothbrush, version unknown. He stated that fortunately he had not swallowed either of the pieces of the broken brush heads. He had been using his oral-b electric toothbrush for several years without any concern. No symptoms developed.